Event description:
Reporter indicated that vns pt has experienced an increase in seizure activity following a recent fall. Device diagnostic testing was within normal limits, indicating proper device function. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the vns therapy system. Device settings were adjusted. Investigation to date has been unable to determine whether the increase in seizure activity is above pre-vns baseline frequency.